Event description:
It was reported that, pt reported to have numbness, pain and burning sensation on the hip/thigh. She reports that these symptoms have always been present, it never goes away. Pt had a f/u visit with her surgeon on (B)(6) 2012. X-rays were taken the same day. She will f/u with her surgeon.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical record) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.